Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected no delivery alarms noted. No motor error alarms noted. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 468 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.